Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent strut row was damaged with stent struts misaligned. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07-jan-2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 3.50 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to angulation and calcification. However, returned device analysis revealed stent damage.